Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8 mm prograsp forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the complaint regarding broken cable. The instrument was analyzed and it had no cable damage(s). The instrument was tested on an in-house system. It passed the recognition and engagement tests. The instrument was fully functional. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Correction to section d: primary product batch/lot number was updated to k12240523 0014.

Event description:
Refer to h11 for follow-up information.